Manufacturer narrative:
(B)(4). The user facility responded to a good faith effort request via email on 20-dec-2021 and stated that the failure occurred on (B)(6) 2021 during treatment of the patient. The product was not used to complete the procedure, they used another scope to do the procedure.. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. There was no reported injury and the patient was not recalled for further screening. Also the user facility did respond yes to the question, have the authorities been notified by either user facility or patient. The loaner endoscope was received by pentax medical for evaluation on 17-dec-2021. The endoscope is awaiting inspection under service order (B)(4), repair and approved by final qc as of 11-jan-2022 and will be returned to the loaner pool once completed. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 20-dec-2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on (B)(6) 2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-sep-2008. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported that there was no video image involving pentax medical video colonoscope model ec-3490li , serial number (B)(4). The issue was observed in the operating room during use. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.